Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Patient reported via her husband left capsular contracture and "rotation". Healthcare professional additionally reported left capsular contracture as baker grade iii/IV. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.5, b.5.

Event description:
Patients husband reported "the reporter informed that the patient underwent an ultrasound exam and the result was that the left prosthesis is rotating, also reported that the patient began to feel on the left side pain, hardening and deformed breast (capsular contracture baker grade IV." "Solid nodules with benign echographic characteristics." "With regular contours, presenting some accommodation folds" this is for the left side. The device remains implanted.patient representative later reported "severe pain in the breasts, swelling and asymmetry", " breast hardening, breast growth, long-lasting swelling, local pain" and being "extremely distressed" due to recall.